Event description:
This right ventricular (rv) lead exhibited a gradual rise in shock impedance measurements over the last year and is now consistently high out of range greater than 125 ohms. The boston scientific representative indicated the patient is scheduled for a rv lead replacement. The lead remains in-service at this time. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Information indicates this product is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed based on explant and replacement of the lead.